Manufacturer narrative:
A ge service representative performed an on site investigation. The specified failure could not be duplicated. Checked and reseated pcbs and connectors, cleared flash and reloaded software. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9900 system locked up and required reboot to continue the case. It was also noted that the system has been working normally since reboot. There was no report of patient injury.